Manufacturer narrative:
(B)(4). During a service evaluation, the stop key on the pumphead module keypad was found to not be working properly. The pumphead module keypad was replaced.

Event description:
During a service evaluation, the stop key on the pumphead module keypad was found to not be working properly. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated.there is no further complaint information available.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective action preventative action) investigation associated with this report. (B) (4).

Event description:
The facility representative reported a colleague infusion pump with an 810:04 failure code. The event was reported to have occurred during programming/set-up in the general patient ward. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.